Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info rec'd, the cause of the reported death could not be conclusively determined.

Event description:
Related manufacturer reference 3005188751-2014-00020. During an atrial fibrillation ablation procedure the patient expired. The patient was placed under general anesthesia. Two sjm sl0 introducers were used for transseptal access and a tacticath quartz ablation catheter was placed in the left atrium. During the procedure, the patient became hypotensive for unknown reasons. Fluid resuscitation was attempted but was unsuccessful. The patient required cardiopulmonary resuscitation, which was also unsuccessful and the patient expired. An autopsy was performed, which was inconclusive as to the cause of death. There was no evidence of a pericardial effusion or cardiac tamponade. The physician indicated there were no performance issues with any sjm device and the devices did not contribute to the patient's death.